Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event involved a device that is not marketed in the united states, nor has a similar marketed device in the united states. As a result, this complaint event is no longer considered reportable to the FDA and this report may be disregarded.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 350-32-04 - tibial plate mb sz 4 rt. 350-02-03e - talus -right- sz 3 - EU.

Event description:
As reported by the exactech vantage total ankle study, approximately 5 years and 9 months post the initial right total ankle arthroplasty, the patient presented with periarticular ossifications and a tibial cyst. The patient's tibial insert was revised, in addition to removal of the periarticular ossifications and bone grafting of the tibial cyst. The outcome is considered resolved.